Manufacturer narrative:
The product has been received for analysis. This investigation will be updated should pertinent information be provided.

Event description:
It was reported that this left ventricular (lv) lead exhibited a dislodgment. While trying to repositioned, it was also encountered helix issues. This lead was then explanted and successfully replace. No additional adverse patient effects were reported.

Event description:
It was reported that additional information was received from product investigation closure. A supplemental report is being filed. It was reported that this left ventricular (lv) lead exhibited a dislodgment. While trying to repositioned, it was also encountered helix issues. This lead was then explanted and successfully replace. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was returned for analysis. Visual inspection noted that the lead helix was retracted. The lead was severed. The lead tip and helix appears intact.